Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse of patient made a mistake/ touch contamination and peritonitis in a homechoice patient (hp). On an unreported date, the hp experienced a break in aseptic technique described as the hp made a mistake/ touch contamination, did not wear a mask, and did not clean the exchange area before starting pd therapy. On (B)(6) 2012, the hp was diagnosed with and hospitalized for peritonitis. The hp had the pd catheter removed. On an unreported date, the hp started treatment with vancomycin ip for 3 weeks (dose and frequency not reported) and was planning to have new pd catheter placed. On (B)(6) 2012, the hp was discharged from the hospital. The nurse stated that a home visit was done on an unreported date and the hp was retrained on aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.